Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lcp dhs-pl 130° 3ho l76 standbarrel sst (p/n: 02.224.203s, lot number: 45p0635) was received at us cq. Upon visual inspection, it was observed the shaft tip of the complaint device was slightly deformed. However, the reported condition for the broken could not be confirmed. No other issues were identified with the returned device. Dimensional inspection: no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed as the shaft tip of the complaint device was observed to be slightly deformed. But the reported condition broken could not be confirmed for the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - product code: 02.224.203s, lot number: 45p0635, manufacturing site: grenchen, release to warehouse date: 30 märz 2020, expiry date: 01 june 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, (1) dhs/dcs couple screw, (1) 14.0mm dhs/dcs lag screw, (1) 12.5mm thread dhs/dcs lag screw, and (1) 130 deg lcp dhs plate were broken. It is unknown when the issue was discovered. There was no patient consequence. There is no further information available. This report is for (1) 130 deg lcp dhs plate-standard barrel 3 holes/76mm-sterile. This is report 3 of 4 for (B)(4).